Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the act button on the insulin pump wasn't responding. Customer's blood glucose was 100 mg/dl. Customer stated the device might have gotten wet. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with unresponsive act button due to a flattened dome switch. The keypad connector was inspected and no anomaly was noted. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with minor scratches on the lcd window.